Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure to implant a tibia nail on (B)(6) 2018, the 5.0 mm flexible shaft broke in the patient¿s tibia. A portion of the broken device remains in the patient¿s tibia. This report is for one (1) 5.0 mm flexible shaft. This is report 1 of 1 for (B)(4).

Event description:
The breakage occurred at the distal part of the rod, at 2cm from the interchangeable reaming heads. The reaming head was removed using a buttoned guide. The procedure was completed normally with a delay of 10 minutes. Patient status is good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 352.040; lot: 2040048; manufacturing site: bettlach; release to warehouse date: 21.feb.2003. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation selection. Investigation site: zuchwil. Selected flow: 5. Broken. Visual inspection: the received synream flexshaft shows significant use during its fifth-teen (15) year of lifespan. The tip and the cutting edges are rounded and worn. Furthermore the coupling end is broken between the coupling end and the crimped conjunction. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Material review: not required per selected investigation flow in w-m-s080 appendix a as root cause is use related. Summary: our investigation has shown that the complaint condition for the received synream flexshaft is confirmed. Because of the damage, it is not possible to measure the relevant dimension. Due to the wear and tear signs, we can assume that this product was often and intensive used during its lifespan of 15 years. We suppose that the bad condition of the device in combination with an application of high mechanical force on it during the surgery could finally lead to the complained issue. Because of that we would like to draw your attention on page 7 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.